Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An heal collar 5.7x6.5, 3mm (hc563) was returned for investigation. Visual inspection of the as returned product identified no signs of significant wear, damage, or deformation. Functional testing was performed for the returned product and found that it merged successfully with a test implant (tsv6b10) and other legacy zimmer implants. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f - november 2015 information identified: applicable information can be found in the warnings, precautions, and potential adverse effects sections. Complainant reported that the abutment had no stability and was spinning inside the implant. Based on visual and functional testing the reported event could not be recreated. Therefore, the reported complaint could not be confirmed. A root cause for this complaint could not be determined. UDI: (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that hc563 healing abutment did not assemble into implant during clinical procedure. Abutment had no stability and was spinning inside the implant. Another healing abutment was used instead to complete the procedure.